Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". It was unknown whether the device had met specifications. It was unknown whether the product was used by the patient . It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "battery power operation (pw200 only) the built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick¿ urine collection system remains fully functional while the device is recharging". Note: if it is too cold or hot, charging time may be longer or battery may not fully charge." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient did not like that purewick urine collection system information as it was hard to find. Representative recommended to visit the website and said would send a written information as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not like that purewick urine collection system information as it was hard to find. Representative recommended to visit the website and said would send a written information as well.